Event description:
The customer indicated that a patient had a urine sample tested with an icon 25hcg test kit and the hcg results were negative(-). A serum sample for quantitative hcg was also collected but the customer did not provide result. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to patient treatment that can be attributed to this event.